Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported inoperable keypad was confirmed during the device investigation. Evaluation found the unit unable to power on using the on/off key, however would power on by opening the door. Evaluation observed that the column 1 though 3 keys had an intermittent response due to fractured trace. The keypad was replaced. Baxter has initiated a CAPA to further investigation the issue.

Event description:
It was reported a spectrum pump had an inoperable keypad. It was also reported there was no pt injury.